Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) device was suspected to be depleting prematurely. Additionally, a battery depletion (bd) error was triggered. Subsequently, the device was explanted and replaced. The device is expected to be returned. No additional adverse patient effects were reported.